Event description:
It was reported that the patient received inappropriate shocks from the device due to right ventricular (rv) lead t-wave oversensing (twos). The device and rv lead were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4): the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that visual summary analysis of the lead indicated apparent explant damage. The returned partial lead in segments was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the oversensing described in the event. There were no anomalies observed on the returned partial lead in segments. An in-vivo insulation breach or conductor fracture was not observed during analysis. All electrical and visual testing was within specified parameters. The lead was returned with explant damage. The full lead was not returned. A proximal portion was received measuring 16.5 cm. A distal portion was received measuring 47 cm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).